Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray tips of the cutting device separated from the wires. Case was completed with broken device. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro gray tips of the cutting device separated from the wires. Case was completed with broken device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Traces of tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled off at the tip, exposing the metal component of the cold jaw. The detached silicone was not returned for evaluation. The heater wire was observed to be flexed away at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. Based on the condition of the returned device and evaluation, the reported complaint was confirmed for "peeled jaw' and for the analyzed failure mode "material twisted; bent; wire".